Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: surgical notes were not provided. It is unknown whether the stem was implanted with the correct fit and orientation as per surgical technique. Patient factors that may affect the performance of the components are unknown. Based on the above information, it is possible that the subsidence of the stem may have been caused by one or a combination of the following occurrences: improper rasping of the femur, improper alignment of the stem during impaction, incomplete impaction of the stem, patient activity post-op, poor bone quality. However, the exact cause of this situation cannot be determined at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient was revised due to subsidence of the femoral stem. Upon performing the revision surgery on (B)(6) 2010, the surgeon decided that the stem was well fixed and elected to revise only the femoral head and liner.